Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received the electrode belt failed incoming functionality testing. Upon evaluation there was an intermittent opening along the rear pulse wire in the trunk cable. The cause of the failure was isolated to the open pulse wire. The root cause of the open cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.